Event description:
The facility's biomedical engineering department reported an infusion pump that "cuts itself on and off" during patient use. According to biomed, no patient injury or need for medical intervention has been reported. Despite efforts to obtain additional information from the reporting facility, details were not available regarding patient status, rate and name of medication involved, or set up of the infusion device.